Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The device was not returned for investigation. As no clinical information was not provided, the root cause of the stroke/cva could not be determined.

Event description:
The user facility reported a 76-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient in a serious medical condition had to be placed on impella support. A computed tomography (CT) of the head performed on monday did show that patient had a watershed stroke. It is unknown, however, if the stroke occurred prior to the impella implant or after.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.